Event description:
The pt underwent a thoracotomy and decortication for bilateral persistant pleural effusions on 3/15/96, and required intubation postoperatively. The pt has since become ventilator dependent. On 3/29/96, the external attachment used to inflate the cuff of the endotracheal tube detached thus deflating the endotracheal cuff. The pt had an emesis and aspirated. The pt required immediate reintubation. Further attempts to wean the pt from the ventilator were delayed.